Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches.. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly noted. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide. No bolus anomaly noted during testing. Device uploaded properly using carelink. Device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were went to emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's current blood glucose is 135 mg/dl. The customer not experienced any symptoms due to high blood glucose. The customer was treated by manual injection. Customer was able to complete carelink upload. The insulin pump will be returned for analysis.